Manufacturer narrative:
Additional information: the pump remains in use supporting the patient. The replaced external portion of the percutaneous lead, measuring approximately 7.5 inches, was returned for evaluation. The report of a suspected percutaneous lead issue could not be confirmed during the evaluation. The examination of the returned portion of the percutaneous lead found breakdown of the braided shield adjacent to the connector bend relief. Visual inspection of the underlying wires did not find any insulation damage or wear. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The lead was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The location of the suspected wire damage could not be determined during the evaluation of the returned percutaneous lead. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was on a standard power module patient cable with no other alarms. The patient does have the ungrounded power module patient cable accessible to him but is not using it. The patient will only switch to the ungrounded patient cable if they experience an alarm.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 11 months. The replaced portion of the percutaneous lead was received. The investigation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented to the clinic with intermittent alarms. Low flow, low speed advisory, and pump off alarms were captured in the log file. The events appeared to occur when the patient was on power module support. X-rays of the percutaneous lead revealed an area of concern at the distal end bend relief. An ungrounded power module patient cable was provided to the patient. The patient was asymptomatic. On (B)(6) 2016, the manufacturer's technical services representative evaluated the percutaneous lead. Electrical continuity testing did not reveal any broken wires. A portion of the external distal end of the percutaneous lead was replaced. The patient was placed back on a grounded power module patient cable and there were no further alarms.

Manufacturer narrative:
Correction to medwatch report# 2916596-2016-00179 that was previously submitted on 01/26/2016.

Event description:
Additional information: a correction to the information reported under medwatch report# 2916596-2016-00179 was received on 12/28/2016 indicating that after the patient's driveline repair on (B)(6) 2016, less than 24 hours, the patient began experiencing on (B)(6) 2016 with a low speed advisory and pump off alarms. At that time, the patient was placed on an unshielded cable and has been on that cable ever since. The patient will stay on the unshielded cable indefinitely.